Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case abbott and accuraseed, can generate different results. This relates to the overall set up of the assays, the antibodies used and differences in materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii (ft4 iii) and elecsys tsh (tsh) on a cobas e 801 module compared to the accuraseed instrument. The patient sample was submitted for investigation where discrepant results were identified for ft3 iii, ft4 iii and tsh between the customer's e801 module, the accuraseed instrument, the architect method, and an e801 module used at the investigation site. The initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh erroneous results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used with the e801 module at the investigation site was 380330 with an expiration date of dec-2019.